Event description:
On (B)(6) 2018, osteomed was notified of an incident concerning one of our implant devices. Per the distributor, the patient had an ankle fracture. The anterior tibia plate 6h was implanted on the anterior aspect of distal tibia. The patient also had 1/3 tubular plate from synthes on the fibula to fix its fracture. The plate broke post surgery.

Manufacturer narrative:
The exact root cause of this complaint is undetermined. The plate was not returned for investigation. Based upon the information received, there are multiple possibilities - it was suspected that the plate could bear the weight of a plafond fracture, the fracture never healed, or that the patient experienced an unreported secondary trauma to the same ankle. There was no lot number provided. Therefore, the DHR for the specific lot could not be reviewed. A review of the complaint history of the device shows this is the first complaint ever received. The review of capas did not identify any internal investigations for this device. The review of ncrs did not identify any related internal non-conformances. The review of the risk document shows that the risk(s) associated with the non-union with a related broken plate had been assessed. The overall risk of this issue, per the risk management procedure, has an overall risk rating of "medium". The review of osteomed IFU shows that it warns the user of the possible root causes such as use of undersized implants in areas of high functional stress, excessive bending of the plate pre-implantation, expecting the plate system to endure excessive abnormal functional stresses. The IFU also alerts the user that the implants within this product family are intended for temporary fixation only until osteogenesis occur, and that the surgeon should provide post-operative instructions to the patient, including alerting the patient of the potential for secondary injuries to a surgical site if the patient in non-compliant. This issue will be monitored through routine trending.